Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that on (B)(6) 2015 the patient had a recurrent incisional hernia repair and mesh was implanted by dr (B)(6) at (B)(6) hospital in (B)(6). It was reported that the patient experienced an undisclosed adverse event. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/9/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.